Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate is in (B)(6) 2018. Serial number: unknown, not provided catalog#: a complete catalog number is unknown as the serial number was not provided. Expiration date: unknown as the serial number was not provided. UDI number: unknown as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, at the time of this report the lens has not been explanted, however an explant is planned but not yet confirmed. Device manufacture date - unknown as the serial number was not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient wanted to be -2 and came out -6 following cataract surgery and post implant of a zcb00 intraocular lens (iol). The patient was -15.00 pre-lasik and -4.00 postop lasik. The surgeon requested a lens exchange calculation form indicating a planned lens exchange. No additional information was provided.

Manufacturer narrative:
Additional information: additional information was received with reported the implant date as (B)(6) 2018. The patient had a history of previous refractive surgery (lasik). As a result the following field has been updated: if implanted, give date: (B)(6) 2018. Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.